Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for 5 days. The hospital staff was concerned of stroke and gi bleeding. The patient did not have a stroke but was diagnosed with radial nerve palsy from possibly sleeping too long on that arm. Neurology felt that the patient would recover use of her arm, or at least partially. The patient also has gave (gastric antral vascular ectasia) syndrome and cauterization was performed the prior week. The patient's inr was 4.1 with stroke-like symptoms, which was reversed to 2.2 while pending neurological evaluation. It was reported that the patient's inr was at 4.1 and it did not help the patient's gi where hemoglobin was 5.9. The hospital staff placed a new inr goal of 1.5-2.0 per recommendation of the gastrointestinal group, and her hemoglobin levels are being monitored. The patient was discharged.